Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended, bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region and the helix was bent consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged, clogged with blood/tissue and the over torqued inner coil.

Event description:
It was reported that during an implant procedure, the helix of the right ventricle (rv) lead failed to extend and retract, and the rv lead had dislodged. The dislodgement was confirmed via fluoroscopy. Despite multiple attempts, the physician was unable to reposition the lead and ultimately decided to implant a new lead. The patient was stable throughout the procedure.